Event description:
Additional information. The patient had a lead replacement scheduled, and the reporter stated the patient requested the stimulator be replaced at the same time as the lead replacement. It was unknown why the lead needed to be replaced. The stimulator and lead were replaced, and there was no patient injury. The patient recovered without sequela.

Event description:
It was reported that the patient let the implantable neurostimulator overcharge several times. The battery then would not hold a charge.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable pulse generator (ipg) model 37712 serial (B)(4) found no anomaly. The implantable neurostimulator was recharged a total of 4 hours and 12 minutes from (B)(6) 2011. Six to eight bars of coupling were observed on the last six recharge sessions. Good stable output was observed on each electrode pair. The insulation coating was scratched. The ipg was functionally ok. Analysis of the lead model 3778 lot v354073007 found no significant anomalies. The body insulation was cut through and the product was segmented in suspected explant damage. The distal end was not returned. Only a visual exam was performed. Analysis of the ipg plug found no anomaly.